Manufacturer narrative:
The reported event of inappropriate lv output, under-sensing, and dislodgement were not confirmed. As received, leadless pacemaker was returned for analysis. Final analysis did not identify any anomalies.

Manufacturer narrative:
Correction: b1, b2 - this report should be submitted as adverse event treated with surgical intervention.

Manufacturer narrative:
The reported event of inappropriate lv output, under-sensing, and dislodgement were not confirmed. As received, leadless pacemaker was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Output verification and sensitivity test did not identify any anomalies.

Event description:
It was reported that the patient presented at the emergency department. Interrogation noted that the leadless pacemaker exhibited under-sensing and provided inappropriate output on top of qrs complexes or on top of t waves. The patient was also symptomatic was embolism due to the dislodgement of the leadless pacemaker and exhibited consistent atrial fibrillation post leadless pacemaker implant procedure. The reported leadless pacemaker was explanted and replaced on (B)(6) 2023. The patient was in stable condition.